Event description:
Customer called to report damge to the insulin pump. It was reported that insulin pump has cracks around the display window. Customer's blood glucose reading was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: passed displacement test, pump self test, off no power test, rewind test, basic occlusion test, prime/a33 test, occlusion test and excessive no delivery test. The operating currents were in spec. Crack on lcd window noted. Scratches on reservoir tube window and cracked battery tube threads.